Event description:
During the extraction of the second of three chronic pacing leads, a median sternotomy was perfromed to repair an av fistula of the left common carotid artery decompressing into the distal subclavian vein. The brachiocephalic vein was thrombosed with the leads and encapsulating sheaths bound to the left carotid artery.